Manufacturer narrative:
Reference manufacturers reports: 2032380-2011-00134, 00135, 00136, 00137, 00139.

Event description:
It was reported that a patient underwent a shoulder arthroscopy procedure using an opus smartstitch m-connector and 5 opus smartstitch suture cartridges. Allegedly, the smartstitch m-connector would not grasp the suture from the anchor enabling the suture to pass. It was reported that the suture came out looking "burnt". The physician suspected the m-connector was catching within the patient portal so the physician reverted to an open procedure. Once the shoulder was open it was observed that the m-connector's sleeve that protects the distal end was not sliding back completely thus preventing the mechanism from grasping the sutures. The procedure was completed and no patient injury was reported as a result.